Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is completed. The reported problem (monitor would not power on) was confirmed. As received, the monitor would not power on. Upon eval, there was extensive damage to the low voltage circuitry. The cause of the damaged circuitry was a large spike in current flow to the ground plane during pulse firing. The cause of the current spike was shorted output transistors. The root cause of the shorted transistors was unable to be positively identified. No adverse event resulted from the defective monitor.